Event description:
After having my 4th baby, I decided I don't want anymore, so I went to the clinic to ask for something, so the doctor told me about essure, never heard of it before. I explained to him my health history of two ectopic pregnancies and two miscarriages. So I told him I don't have the right tube, do you think I can put essure like that? He answered yes, no problem, so he scheduled my appt for (B)(6) 2015. But after that my life changed for the worst, my body had a bad reaction with a lot of itching, pain, bleeding, headaches, gases, tired, depressed, etc. I had a surgery paying (B)(6) to remove them with other doctor, but he was able to remove only one coil, the other is still there. Now I have to wait for another surgery. It's been 8 horrible months fighting to remove this from my body. Please, please help.